Event description:
The customer reported being hospitalized high blood glucose. The customer stated that he got low alerts on the sensor prior to his hospitalization, but he did not verify his glucose level. The customer woke up vomiting and his blood glucose was 180mg/dl. The customer also stated that he was not able to keep fluids down so he went to the hospital with over 700mg/dl. Advised customer to always check his blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.